Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg has started to erode through the skin. As a result, the patient was put on antibiotics and surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that infection was suspected at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted, replaced, and relocated to address the issue. The infection has since been resolved.